Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the first fiber displayed an error message. A second fiber was used and that fiber broke. The procedure was completed with a classic resection. There were no patient complications.

Manufacturer narrative:
Correction to fields g1: MFR contact first name, MFR contact last name and MFR contact email. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber glass cap was rotating independently of the metal cap due to glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Manufacturer narrative:
Correction to field b5: event or problem.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the first fiber displayed an error message. A second fiber was used and that fiber broke. The procedure was completed with a classic resection. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the first fiber displayed an error message. A second fiber was used and that fiber broke. The procedure was completed with a classic resection. There were no patient complications. This complaint refers to the first fiber.